Manufacturer narrative:
(B)(4). The customer returned the actual sample for evaluation. A visual inspection was performed and the reported condition was confirmed. A cut was observed on the tubing. A batch review was performed on the reported lot and no deviations were noted. No assignable root cause could be determined. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
The customer reported to baxter (B)(4) regarding a continu-flo primary drug administration set which had a cut on the tubing and was noticed prior to use. There is no patient involvement reported. No additional information is available.